Event description:
Micromix compounder has repeated "no flow" warnings when pumping. This is almost always happening when the machine is to pump volumes of less than 1 ml. Specifications of this machine are that it will pump volumes that range from 0.3ml to 650 ml. Called both hardware and software 1-800 help lines. Respiked source bottle, changed spikes, would get an alarm p-36 (during a single station transfer ten no-flow alarms occurred. This would happen at a station to pump a volume of 0.54 ml, 0.47 ml and 0.96 ml.